Event description:
It was reported that during a bypass procedure, the device did not fire the staples. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(6). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.